Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that at an unspecified moment, the cgm was 54 mg/dl while the bg was 148 mg/dl. The patient uses tandem mobi in modified closed loop. She got dka on her ketones that were high. That made her throw up and lethargic and she was advised by her endocrinologist to be admitted. Fluids were pushed before discharge the next day. At some point the bg was 175 mg/dl and the patient was no longer wearing the dexcom at that moment. The patient felt better during the report. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional h2 correction/additional information. Concomitant medical products - correction

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient's cgm was 54 mg/dl while the bg was 148 mg/dl 3 days after the sensor was put on the abdomen. The patient uses tandem mobi in modified closed loop. The patient developed vomiting and presented to the emergency department (ed). She reported dka and fluids were pushed before discharge the next day. At some point the bg was 175 mg/dl and the patient was no longer wearing the dexcom at that moment. The patient felt better during the report. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.